Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the dhs blade ø12.5 l85 tan runs idle after locked. There was no patient consequences reported. No further information provided. This report is for one (1) dhs blade ø12.5 l85 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the device was forwarded to the manufacturing site for evaluation. Functional testing: according to the manufacturing drawing (finish good product), the rotation of the dhs blade in question was manually tested. The result shows that the locking screw (component 524706) was very light and for that reason the blade was not rotatable. An attempt was performed to loosen the screw, it took a lot of force to be able to loosen the screw at all. Nevertheless, the dhs-blade remains blocked. A strong light of the locking screw is not possible durlng the assembly in the manufacturing process. To tighten the locking screw after assembly, the operator uses a special screwdriver with the set torque of max. 0.3 nm (see procedure). Therefore, an excessive tightening of the screw is not possible during and after the assembling operation. Therefore, this issue can be excluded during the manufacturing process since during the step "safety during transportation". There is a special screwdriver and to tighten strongly is not allowed due to the set-up 0.3nm (max). Dimensional inspection: a measurement of the rotational components is not possible without destroying the blade. According to the information requested to the project design team, there is a built-in snap ring which has the function of preventing disassembly (see picture 3 below). To perform further analysis/measurements in the components relevant to the function; a destructive test authorization was requested to complaint handling unit (chu) in order to disassemble t.he blade since this one can be only dissembled destroying it. The main purpose of the destruction was to disassemble the blade to inspect its components. Thus, the blade (component), the shaft, the tooth-ring, the snap ring and the locking screw were measured, and the main conclusion is that the results are according to the manufacturing specifications and according to the drawings. Since a destructive test was performed where the blade was cut off in two pieces, the feature snap ring (0 11 .5 mm± 0.05 mm) has been damaged and could not measured. Nevertheless, since all relevant characteristics except equipment diameter 0 11.5 mm were measured and found to be good and since the blade could be assembled by früh without any problems, any manufacturing related issues can be excluded. Summary: the received condition of the complaint agrees with the complaint description since ¿it will run idle after locked¿ as claimed by the customer. Besides, the complaint is rated as confirmed, since during the functional test, it was found that the blade was not rotatable. However, from the manufacturing point of view, this complaint is rated as not valid since no non-conformances nor deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. The only provided information about the event was "it will run idle after locked", there were no further details provided, like when or how the malfunction was detected or did occur, therefore it is not possible to determine the cause of this occurrence, it can only be assumed that any mechanical overload did lead to the blockage of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part number: 04.224.085s, lot number: 2l88872, manufacturing site: grenchen, release to warehouse date: 18. Jan. 2019, expiry date: 01. Jan. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Supplier non-conformance nc-04872 was detected. This non conformance is not relevant to the complaint condition because, the defective parts were not able to be freely rotated. According the manufacturing documents, the defective parts were scrapped. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.